Event description:
The lay user/patient's wife contacted lifescan in 2006 and alleged that her husband's one touch ultra meter kept giving the error 5 message for about a week. The medical affairs specialist (mas) called and spoke with the reporter two days later and obtained further information. The reporter informed the mas that 3 days ago he had attempted to test on the meter prior to leaving the house at 3:pm, but had received an error 5 message. Between 5 and 6, the patient was out doing errands and he started "shaking" he had the subject meter with him and attempted to test his blood glucose. However, he kept getting the error 5 message. His wife gave him some orange juice and the patient started feeling better after that. When he arrived home (1 1/2 hours later) he tested on his son's meter with a result of 201mg/dl. He was not experiencing any symptoms at that time and did not seek medical attention. The reporter also mentioned that the patient takes humalog insulin with meals (bases insulin dosage on carbohydrates counts only) and had taken insulin at 12:30pm (exact dosage not known to reporter, but had based it on the meal he had for lunch). The patient also takes lantus insulin, (64 units at bedtime). At the time of trboubleshooting, it was verified that this was not a new product. The condition of the test strip was good and the patient's testing technique was reviewed to be correct. The reporter was asked to retest with a new vial of test strips and the issue was resolved. This complaint s reported because the meter failed to provide a result at the time the patient was experiencing a low blood glucose symptom. He was given orange juice and felt better. The a replacement meter, control solution, and test strips were sent to the lay user/patient.